Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual sample has not been returned to ashitaka factory. Therefore, an evaluation of the actual device was unable to be conducted. No anomaly was found in the manufacturing record and the shipping inspection record. No other similar report was found in the past. Based on the investigation result, no anomaly was found in the manufacturing record and the shipping inspection record. However, since the actual sample was not returned and investigation of it could not be confirmed, it was not possible to clarify the cause of occurrence. Ashitaka factory has been making efforts in maintaining the quality of the product by performing following controls. The outer diameter of product is controlled. In the product assembling process, 100% visual inspection is performed to confirm that there is no anomaly in its appearance. The instructions for use (IFU) of this product includes the following warning. "If any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire advantage and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the glidewire advantage or failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel."

Event description:
The user facility reported that the procedure was a right leg atherectomy. The wire started backing out while taking the bd rotarex out of the patient. The device came out, they took pictures, and removed the wire. The wire was broken. The wire made it to the sheath before it broke all the way off. They retrieved the wire with no complications. They did not have to use a snare; it came out with the sheath. The case was successful, and the patient did not know anything was wrong. They stated they use the rotarex all the time over the gwa. The blood loss was less than 250cc's. The reported event did not result in patient injury and/or require medical or surgical intervention. Additional information was received on 23sep2024: the patient was stable.

Manufacturer narrative:
D6a: implanted date: device was not implanted, d6b: explanted date: device was not explanted, e3: occupation: bsn rn-director of operations. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. No anomaly was found in the manufacturing record and the shipping inspection record. No anomaly was found in the manufacturing record and the shipping inspection record. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.